Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported by (B)(4), levitronix¿ distributor in (B)(4). It was reported that the customer attempted to start a centimag system and the centrimag primary console failed after a few seconds of powering up. The primary console alarmed. However, it was not recorded. No patient was involved during the start up of the centrimag system. The suspect centrimag primary console, associated centrimag motor and the transonic flow probe was be returned for analysis. This event was previously not reported due to no patient involvement and backup system beingavailable. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.